Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse verified the presence of errors on the endoscope controller (ec) as indicated by tse remote troubleshooting. The ec was replaced. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy (whipple) surgical procedure, the customer encountered issues with the endoscope calibration and the orientation flipping from up to down was slower than normal. The customer replaced the endoscope, but the issue remained. The intuitive surgical, inc. (Isi) technical service engineer (tse) advised the customer to power cycle and hard power cycle the vision side cart (vsc), but the customer opted to continue the case with the current situation at the time of the call. The tse viewed the logs and found related errors on the endoscope controller (ec). Isi followed up and obtained the following additional information: while the surgeon was operating, the component completely failed, and vision was unable to be restored. The surgical procedure had to be converted from a robotic whipple to an open whipple, leading to an extended hospital stay.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The endoscopic controller (ec) was analyzed and found to have no functional issues when installed on an in-house system. Upon visual inspection, no issues were found that would be related to the reported failure. The unit was installed and tested into a golden printed circuit assembly (pca) system where the component passed all tests. Logs showed errors on the dual camera interface board (dcib), prompting a recoverable inter-integrated circuit error, an error that pointed to a remote sync database timeout, an error that a response was received after a timeout was declared, and an illuminator watchdog timeout, possible camera causing intermittent or bad video noted. The errors were confirmed in the logs, which indicated an issue with the dcib within the ec.